Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring. Reportedly, the customer¿s wife assisted filling a new cartridge and the customer was able to successfully loaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was over 500 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.